Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.

Manufacturer narrative:
Correction: initial reporter occupation other occupation report source report source other annex b: b21 annex c: c21 annex d: d16 additional information: concomitant med prod data annex a: a040502, a1801, a1102, a0721 annex b: b01 annex c: c02, c10, c0601 annex d: d15 annex g: g04037, g04067, g0200802, g02005 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device channel error was confirmed during the review of the error log and replicated during testing. The internal inspection showed contamination and corrosion inside the rear case, bezel assembly, logic and motor controller boards components. The pump module replicated the error code 260.4130. The logic board was temporarily replaced with a known good logic board from the dchu laboratory for testing purposes only. A primary infusion was programmed and left infusing for twenty-four (24) hours. The initial error 260.4130 was not displayed again and the device functioning as intended. Alaris system maintenance (asm) preventative maintenance (pm) testing was performed on the suspect pump module with a known good logic board from the dchu laboratory (for testing purposes only). The asm pm task completed successfully without any observed errors or malfunctions. The event date was reported as 16 january 2025; time was not reported. The review of the pump module error log showed no errors or malfunctions on the reported incident date. The review of the pump module event log found events from the reported incident date were overwritten due to continued use. Review of the pump module error log showed twenty-two (22) errors were recorded. Twelve (12) error codes 260.4120.0 (sensor_supply_low_voltage_failure). Two (2) error codes 221.2010.0 (comm_watchdog_failure). One (1) error code 260.4100.5 (adc_5volt_low_voltage_failure). Two (2) error codes 260.4130.0 (sensor_supply_high_voltage_failure). Three (3) error codes 260.4090.5 (3volt_high_voltage_failure). Two (2) error codes 260.4110.5 (adc_5volt_high_voltage_failure). Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.